Manufacturer narrative:
Additional information was received that the reason for the patient¿s revision procedure was due to not getting adequate coverage due to lead migration. It was noted that there was a tear in the dura, therefore the case was cancelled. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that during the patient¿s explant procedure the physician tried to insert the needle in the epidural space but ended up doing a wet tap. The patient was treated with dura patch. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st¿ lead, 50cm model#: sc-4316 lot#: 15564053 description: next generation anchor kit-sterile.

Event description:
A report was received that during the patient¿s explant procedure the physician tried to insert the needle in the epidural space but ended up doing a wet tap. The patient was treated with dura patch. The patient was reportedly doing well.